Event description:
Information received from the field notes that three days prior to explant of the pacemaker, the patient had a non-pacemaker related operation. The morning after the operation, it was noted that the patient's heart rate decrreased to 39 bpm during the night. The pulse generator could not be interrogated and intermittently paced below the progr ammed base rate and exhibited no sensing.